Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test connector sleeve as well as the test ICD. All damages found were consistent with procedural damage.

Event description:
It was reported the patient presented in the hospital for a upgrade. During the implant of the right ventricular lead, the high voltage pacing impedance was high out of range. The lead was replaced. The patient was in stable condition.